Event description:
It was reported that the lead integrity alert (lia) triggered and the patient received four inappropriate shocks due to noise oversensing. The lead impedance rose to high levels and the lead apparently fractured. The device experienced possible early recommended replacement time (rrt). The lead was inactivated and replaced, and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.